Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side, ultrasound confirmed "rupture," "pain," and "signs of silicone in the lymph node." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h.6., h.10.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported left side, ultrasound confirmed "rupture," "pain," and "signs of silicone in the lymph node." Device remains implanted.